Manufacturer narrative:
Qn#(B)(4). The reported complaint of "fluid in balloon tubing" is confirmed based on the attached video. The product was not returned for investigation. The video shows condensation in the helium driveline tubing while the pump is pumping. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the condensation buildup. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "fluid in balloon tubing". The patient's current condition is reported as "fine". At the time of this report, the cu stomer has not returned our requests for additional information.

Event description:
It was reported "fluid in balloon tubing". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4).